Manufacturer narrative:
A visual inspection of the returned device revealed a kink in the sheath assembly and the imaging window detached near the lapjoint section. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly were pulled out from the removed hub. Ic windup began 18.00cm from the distal end of the connector shaft. A broken driveshaft was also found. No other damage was encountered upon visual inspection. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage, which occurs post-use of the device and is not related to the original device failure. Impedance testing showed an electrical short at proximal wave form. Pictures of the device were received from the client, which showed the imaging window detached near the lapjoint section.

Event description:
It was reported that a detachment occurred. The target lesion was located in the left anterior descending artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. When the catheter was delivered to the lesion, a detachment at the lapjoint occurred. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.